Manufacturer narrative:
Information not provided. Specific date of event was not provided. (B)(6) 2017 was used for date of event. Customer reported they recently converted to tegaderm chg dressings for PICC catheter sites. Product IFU clearly states to stabilize the catheter during removal of the tegaderm chg dressing (see below): removal stabilize catheter during removal of the 3m¿ tegaderm¿ chg dressing: remove documentation label and securement tape strip(s) from top of dressing. Using a low and slow removal technique, start removing the dressing from where the catheter or tubing exits the dressing toward the catheter insertion site. Avoid skin trauma by peeling the dressing back, rather than pulling it up from the skin. When the chg gel pad is exposed, grasp a corner of the gel pad and the transparent film dressing between thumb and finger. Apply sterile alcohol swabs or wipes, or sterile solutions (i.e., sterile water or normal saline) between gel pad and skin to facilitate removal of the gel pad dressing. If needed, a medical adhesive solvent can be used to help remove the dressing border. Continue the low and slow removal method until the dressing is completely removed. 3m account representative followed up with facility for education on application and removal.

Event description:
Customer reported the facility recently converted to tegaderm chg dressings for PICC catheter sites. Customer stated following conversion, there was an increase in PICC catheter re-starts. Customer alleged PICC catheters have inadvertently been pulled out when tegaderm chg dressings were removed. No additional information was available.